Manufacturer narrative:
An injury is alleged which does not appear to be serious. The consumer contacted invacare alleging the tubing under the seat broke causing them to fall. The consumer reportedly went into their dealer whom would not svc or replace the device. The consumer stated they do lean on their device occasionally. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. MFR did send a replacement out to the consumer and is attempting to obtain the device for inspection.

Event description:
The customer alleges the tubing under the seat snapped in two places, causing her to fall. No serious injury is alleged.